Event description:
It was reported that this right atrial (ra) lead was repositioned due to suspected perforation of the heart wall. A computerized tomography scan revealed the possibility that the ra lead extended beyond the exterior of the heart, but this could not be confirmed. Sensing, impedance and threshold measurements have not exceed the acceptable values. The patient experienced chest pain and discomfort but no other negative effects. The patient underwent surgical intervention to reposition the lead. Additional information revealed that during the surgery, the physician also decided to reposition the right ventricular (rv) lead just in case this lead was the cause of the issue, as the rv perforation could not be confirmed. No additional adverse patient effects were reported. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case and to correct fields "outcomes attrib to adv event" and "device codes". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to suspected perforation of the heart wall. A computerized tomography scan revealed the possibility that the ra lead extended beyond the exterior of the heart, but this could not be confirmed. Sensing, impedance and threshold measurements have not exceed the acceptable values. The patient experienced chest pain and discomfort but no other negative effects. The patient underwent surgical intervention to reposition the lead. Additional information revealed that during the surgery, the physician also decided to reposition the right ventricular (rv) lead just in case this lead was the cause of the issue, as the rv perforation could not be confirmed. No additional adverse patient effects were reported.